Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be experiencing loss of capture. It was determined that the lead was dislodged. The lead was abandoned surgically and replaced with an epicardial lv lead. No additional adverse patient effects were reported.